Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of huxi0984 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that a child patient had a 9fr hickman catheter in for 19 days before the catheter reportedly broke ¿spontaneously¿ between the insertion and y bifurcation. The patient was receiving immunosuppressant and sedation continuously by infusion pump through the white line ¿via npp¿. The red line was being used for other IV medications and transfusion of blood components intermittently. Compatibilities were studied by clinical pharmacist floor. Facility stated that there were reports of alarm on the infusion pump by the nursing team due to alleged blocking. This was noted about two days before the event; however, flushing was performed and no resistance was observed. No patient injury was reported.